Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address periprosthetic femur fracture of a tha and loosening of the summit stem at the bone to implant interface. It was reported that at a time of primary had a small calcar fracture that was treated with a cable proximally, and the fracture either propagated after primary or was not caught by primary orthopaedic surgeon.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.